Manufacturer narrative:
(B)(4). Consumer - attorney. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer modular femoral stem press-fit plasma sprayed cementless size 12.5, item#: 00771301200, unknown lot number. Zimmer durom us acet cmpnt 50/44 j, item#: 0100214150, unknown lot number. Zimmer metasulâ® ldhâ®, head, 44, code j, taper 18/20, item#: 0100181440, unknown lot number. Item # unknown, unknown taper adapter lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02686.

Event description:
It was reported that during a hip revision, the kinectiv neck would not disengage from the stem. Surgeon tried several extraction devices, but stated it was cold and benign. It was decided to leave the neck and stem implanted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was confirmed by review of surgical notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.